Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On january 29th 2021, senseonics was made aware of an adverse event where the physician was unable to remove the sensor on the first attempt made.

Manufacturer narrative:
The sensor was successfully removed on (B)(6) 2021. The high rate of inability to remove sensor was addressed under CAPA-0104 which was closed per ntf-0404. No further investigation was found necessary. D6b: explanted date updated to (B)(6) 2021. H6: investigation findings updated to 3221. H6: investigation conclusions updated to 4311.